Event description:
It was reported that the patient with this pacemaker system experienced occasional dizziness. Upon interrogation, it was found that there was pacing inhibition due to oversensing. The cause of the oversensing could not be determined by the physician. Technical services noted that all other measurements were normal. The lead was not manufactured by boston scientific. No adverse patient effects were reported. Currently, this pacemaker system remains in service.

Event description:
It was reported that the patient with this pacemaker system experienced occasional dizziness. Upon interrogation, it was found that there was pacing inhibition due to oversensing. The cause of the oversensing could not be determined by the physician. Technical services noted that all other measurements were normal. The lead was not manufactured by boston scientific. No adverse patient effects were reported. Currently, this pacemaker system remains in service. According to additional information, the patient experienced syncope. Upon analysis of device episode data by ts, it was discovered that there was loss of capture on the right ventricular lead channel. No additional adverse patient effects were reported. Currently, this pacemaker remains in service.